Event description:
Broke inside patient during procedure. The physician was doing a laparscopic nissen on a patient when the retractor came apart inside the baby's stomach. At the start of the procedure the physician put the retractor inside the patient and turned the handle, causing it to make a clicking sound and continued to work through the procedure. The retractor fell apart inside the patient at the end of the procedure and had to be retrieved with another device. An x-ray ordered and confirmed all pieces were retrieved.